Event description:
The customer is seeking retrospective data for a patient that expired.

Manufacturer narrative:
(B)(4): the customer is seeking retrospective data for a patient that was transferred from one room to another and subsequently expired. The local clinical specialist noted that the patient data was not showing at the central station and had difficulty locating the retrospective data at the central station. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.